Manufacturer narrative:
Corrections: the lot# was updated. The following fields have been corrected: d.4. Medical device lot #: 1089699. D.4. Medical device expiration date: 2022-01-31. H.4. Device manufacture date: 2021-03-30. H.6. Investigation summary: customer reported blood under the sensor. Three (3) photos were received. Sensor adhesion was observed. Additional photo received showed the barcode sequence number. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results. Batch has been previously investigated for the reported defect. No additional testing is required at this time. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed based on photos received. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Corrective actions and preventive actions were initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see section h.10.

Event description:
It was reported that blood was seen beneath the bd bactec¿ plus aerobic/f culture vials (plastic) indicator after the vial was flagged as a false positive. Confirmatory testing was performed, resulting in a negative subculture, and no bacteria found on the gram stain. Results were reported to clinicians based on alternate method and paired culture vials, but there was no report of adverse patient impact. The following information was provided by the initial reporter: "the user claims that after the vial was flagged as false positive in the instrument, the user noticed that there was visible blood beneath the indicator. The user performed a subculture and gram stain and incubated outside the bactec." Was this qc/survey, calibration or patient samples? Patient samples. What was the result of the bd test? Positive. What confirmatory testing was performed and what was the result? A. Subculture, negative. B. Gram stain, no bacteria seen. Were results reported to a clinician? Results were reported based on alternate method and paired culture vial ¿ negative result. Were any patients treated based on erroneous results? No, as the alternate method indicated a negative result. Are log files or plots available? Need to be confirmed on-site. Was there negative medical impact to the patient and if so what was it? No. Was there any delay of treatment due to the issue? No. Did patient samples need to be recollected? Yes. What is the current medical status of the patient? Unknown.

Manufacturer narrative:
The reported lot # 8089076 was not found for the reported catalog # 442023. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood was seen beneath the bd bactec¿ plus aerobic/f culture vials (plastic) indicator after the vial was flagged as a false positive. Confirmatory testing was performed, resulting in a negative subculture, and no bacteria found on the gram stain. Results were reported to clinicians based on alternate method and paired culture vials, but there was no report of adverse patient impact. The following information was provided by the initial reporter: "the user claims that after the vial was flagged as false positive in the instrument, the user noticed that there was visible blood beneath the indicator. The user performed a subculture and gram stain and incubated outside the bactec." Was this qc/survey, calibration or patient samples? Patient samples what was the result of the bd test? Positive what confirmatory testing was performed and what was the result? A. Subculture, negative. B. Gram stain, no bacteria seen. Were results reported to a clinician? Results were reported based on alternate method and paired culture vial ¿ negative result. Were any patients treated based on erroneous results? No, as the alternate method indicated a negative result. Are log files or plots available? Need to be confirmed on-site. Was there negative medical impact to the patient and if so what was it? No. Was there any delay of treatment due to the issue? No. Did patient samples need to be recollected? Yes. What is the current medical status of the patient? Unknown.